Event description:
It was reported that the left ventricular (lv) lead had high impedance, no capture or sensing due to an apparent lead fracture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965, implantable pacing lead, (B)(6) 2010. The lead remains implanted and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.